Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the probes were not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) states: precautions: 1. Do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. 2. The finesse® ultra breast biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Potential complications: 1. Potential complications are those associated with any percutaneous removal/ biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. 2. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the probe became stuck in the patient's breast. The health care provider managed with difficulty to remove the probe from the breast. The procedure was completed with samples obtained. There was no patient injury reported.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the probe became stuck in the patient's breast. The health care provider managed with difficulty to removed the probe from the breast. The procedure was completed with samples obtained. There was no patient injury reported.